Manufacturer narrative:
Model/lot #, device manufacture date: additional information. Device evaluated by MFR?, evaluation codes: corrected data. (B)(4). The moss miami single innie final tightener (product code: 2797-12-600, lot number:gm3828503) was not returned to the complaints handling unit (chu). And an image of the final tightener were returned to the chu on october 14th, 2016 after the original closure of the complaint. The lot number of the tightener was determined to be gm3828503. A returned image of the driver tip featured stripping to the hexlobes. The stripping appears to extend down approximately one fifth of the total length of the distal end of the driver¿s hexlobes. Although the returned image provides a limited amount of detail, the stripping appears to have occurred in the direction of rotation. This damage could potentially occur if the instrument is not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging their hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip stripping cannot be determined from the image and information available. A potential root cause may be having the tip of the tightener fully inserted into and flush with the drive feature of a set screw during tightening. This would cause torque to be applied to a limited surface area, damaging its hexlobes in the process. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: instrumentated posterior lumber fusion. X25 final tightener tip became burred with use. Immediately replaced with a second x25 final tightener instrument from the expedium set from the set. Case delayed by 1-2 minutes. Procedure continued as expected, no adverse event to patient. No further information available. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.